Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107,108, and 112.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns, service codes 107, 108, and 112) has been confirmed. Upon evaluation, the monitor had defective components on the c/a board. The root cause is unknown. There was no adverse event that resulted from the damaged monitor.